Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard drive was replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No patient injury or death was reported related to this event.